Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is unavailable. Additional information has been requested, should it become available a supplemental report will be submitted.

Event description:
The visi-pro stent came off the balloon upon advancing. The visi-pro was not deployed and they physician was able to snare it out of the patient.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.